Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as pericardiocentesis was performed to treat the pericardial effusion. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. An ntw clip was inserted and successfully deployed on the mitral valve, reducing mr to a grade of 1. Roughly one hour post procedure, a pericardial effusion (pe) was noted. To treat the pe, pericardiocentesis was performed. There was no reported device issues during the procedure, however the physician thought the mitraclip system caused or contributed to the pe. There was no clinically significant delay in the procedure.